Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10607. It was reported the pt (B)(6) was suffering from ineffective pain relief. The pt was scheduled to undergo surgical intervention to resolve the issue. During the procedure, it was noted that the leads had become disconnected from the ipg. The physician elected to externalize the leads and attach them to a high frequency system to re-evaluate the therapy. If successful, additional surgical intervention will be undertaken at a later date to explant and replace the existing scs system. Device info for the leads associated with this event was requested; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.